Event description:
Related manufacturer reference number: 1627487-2019-06164. It was reported the patient experienced ineffective stimulation and high impedance on 4 contacts. Patient also reported error message displayed when attempting to increase therapy. As a result, the lead and ipg was replaced due to high impedance. Effective therapy was established post-op.

Manufacturer narrative:
The reported issue of ineffective stimulation was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.